Manufacturer narrative:
Device available for evaluation; device returned to manufacturer on: 05/13/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the product was cut in two pieces. Due to conditions of the lens further analysis is not possible. The reported issue was not verified. Based on the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date if event: exact date of event not provided, best estimate is (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol model aab00 25.5 diopter was explanted due to a power change (unexpected postop refraction). The lens was replaced with model aab00 23.5 diopter. Via follow-up the customer confirmed there was nothing wrong with the initial lens. There were no complications of any kind. The patient is doing fine. No further information was provided.